Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data."

Event description:
Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined via data. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. A root cause could not be determined.